Event description:
A technician reported that following bilateral intraocular lens (iol) implant surgery, the iol was exchanged due to the pt experiencing glare and halos. The surgeon reported the pt's symptoms resolved following the exchange procedure. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. A completed questionnaire was received on 03/19/2009. This report was mailed to FDA on: 03/26/2009.